Event description:
The ortho provue analyzer probe is bent and leaking.

Manufacturer narrative:
Customer reported that the probe on the ortho provue analyzer was bent and leaking. An ocd field engineer (fe) visited the site on 6/02/05. The fe found that the probe was slightly bent and the syringe had malfunctioned. The fe replaced the probe and the syringe and made the appropriate adjustments. Repairs have returned this instrument to expected operation. No death or serious injury was reported as a result of this incident. No erroneous results were reported. The reported condition can lead to dripping of wash solution. The dripping of wash solution into a reagent vial can cause dilution or hemolysis which could contribute to the reporting of an erroneous result. Because the correct matching of abo group between donor blood and a pt is critical to transfusion safety, the risk attendant to an individual erroneous result is significantly lessened by lab practices and regulations that require that abo grouping be established by more than 1 test result and by reference to historical results. Abo serum or plasma tests should always be performed as an adjunct to abo cell grouping tests. If the alleged malfunction were to recur, add'l testing will be conducted to verify abo type, preventing the misclassification of pt/donor abo type. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, a pt may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote. Mts is reporting this event based on the potential for injury should the event recur without detection by the user.